Event description:
After using 4 loads with the endo gia universal 12mm stapler handle # 030449, lot # n9h0550, it wouldn't accept anymore reloads securely, resulting in the inability to fire the staple load. A new stapler handle was opened and reload were loaded properly.